Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18161. It was reported that the patient experienced ineffective stimulation due to lead migration from a fall. X-rays confirmed the migration. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.